Event description:
It was reported that the patient was having pain. Presented for a knee revision. Once the knee was opened, surgeon saw femur was broken from the stem. Extracted stem and prepared femur for new stem and femur. Implanted new implants.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. Although the portion of the fractured stem remained in the femoral component, there was no issue with the femoral component reported or found. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was having pain. Presented for a knee revision. Once the knee was opened, surgeon saw femur was broken from the stem. Extracted stem and prepared femur for new stem and femur. Implanted new implants.